Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed there was no power for the device. There was no reported patient involvement. The manufacturer¿s service technician confirmed the issue and observed that it was due to a faulty system board. The service technician replaced the device¿s system board to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was dirt contamination found during service of this device. After the part was replaced, a final test was performed, and it passed on the device.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed there was no power for the device. There was no reported patient involvement. The manufacturer¿s service technician confirmed the issue and observed that it was due to a faulty system board. The service technician replaced the device¿s system board to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. The event date of the initial report was incorrectly reported. The event date in box b: has been updated to reflect the correct date.